Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during resection, the device started firing but shortly after start of the firing, an excessive force error was shown. The firing stopped mid-way through. The firing was able to be performed until the end after keeping the clamp for a while. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn #unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during resection, the excessive force error was shown. The sales representative was called and the sales representative asked the surgeon to re-start the resection after a short period of time. However, the firing had not been able to re-start with the same cartridge. A new cartridge was unpacked and used to resolve the issue. There was no patient injury.